Event description:
At 10/p on 9/19, the pt, an iddm, obtained a reading on his meter of 302 mg/dl. Based upon this reading, he added 5u regular insulin to his normal evening dose. His wife found him at 5/a (9/20) semiconscious and sweaty. She called the paramedics who arrived 30 minutes later. The pt was tested on the paramedic's meter with a result of 30 mg/dl. He was transported to the hosp where a 7/a venous lab glucose result of 50 mg/dl was obtained. At 7:12/a result on the pt's meter was 457 mg/dl. The pt was treated with IV glucose and released at 9 am. The meter was in calibration on 9/20, reading 83 versus a range of 70-96.